Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head's label had delaminated and the cable was damaged. These parts were replaced and the head passed final functional and system tests. (B)(4).

Event description:
It was reported that the radiofrequency programmer head's rubber non-slip pad had come off. The head was returned for service. The radiofrequency head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.